Manufacturer narrative:
(B)(4).

Event description:
Medtronic representative reports they have been recharging for 40 minutes and periodically get a power on reset (por) screen with "!" In the corner. States ins not overdischarged, no recent medical tests/procedures, patient had surgery in (B)(6). Additional information received reports patient lost stimulation five days ago and had last recharged ten days ago. The device in an overdischarge mode and required a physician mode recharge. Device then had to be cleared of a power on reset mode. Device did not recharge with patient's recharger. A loaner recharger was used and worked successfully. Additional information has been requested and if received, a follow up report will be sent.